Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to recurring incontinence- the patient was still leaking urine. A new artificial urinary sphincter cuff was implanted. The patient had not been seen for follow up yet.